Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that when he removed the pod on (B)(6) 2018, after wearing it on his abdomen for longer than 48 hours, he noticed redness and had pain at the infusion site. He had gone to the hospital on (B)(6) 2018 for surgery being done on his arm, where the doctor discovered an infection on the area where the pod had been worn. There was some blackness in the infusion site. The patient was transferred to the emergency room to have the infection taken care of. He was diagnosed with an infection, which was abscessed, and the site was drained. He was also prescribed doxycycline hyclate (100mg tab) to take 2 times a day for 10 days. The patient threw away the device.